Manufacturer narrative:
An event of structural valve deterioration with leaflet tears and patient death while awaiting device explant was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, an unknown sized trifecta valve was implanted. On an unknown date, structural valve deterioration (svd) was observed with leaflet tears. The patient reportedly passed away while awaiting device explant. No further information is available.